Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at previous device replacement procedure, it was noted there was damaged on the right ventricular (rv) lead. The lead was repaired and remained in use. Now at the next device replacement, there was high threshold, low impedance and intermittent capture failure. The lead was abandoned. No patient complications have been reported as a result of this event.